Event description:
Event description boston scientific crm received information that both the atrial and right ventricular leads exhibited decreased impedances since a device changeout procedure in january 2006. There has also been oversensing on both leads with inhibition of therapy in the right ventricle. Sensing measurements were noted at 1.5mv in the atrium and 2.9mv in the ventricle. Reprogramming of the sensitivity did not resolve the oversensing. In a lead revision procedure, both leads were surgically abandoned with observed poor sensing and high pacing threshold measurements. No adverse patient effects were reported.